Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. Per tandem's user guide: the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin. No product was returned for evaluation. Should new relevant information become available a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm occurred during insulin delivery with multiple cartridges. Root cause : use error. The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. Per tandem's user guide: the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin. Customer loaded a new cartridge to resolve the issue. There was no adverse impact to customer's blood glucose level.